Event description:
The device was used during a laparoscopic gastrectomy. Reportedly, the cartridge was difficult to load and the device was difficult to open. The surgeon applied another device to complete the procedure. The hosp has reported no injury occurred.